Event description:
Pt admitted to hospital for removal and replacement of gel breast implants secondary to rupture of the left breast implant. Pt also had release of scar tissue and bilateral open capsulotomy. Original implants placed in 1987 when pt had bilateral breast lumpectomies for breast cancer. MFR of breast implants unknown.